Manufacturer narrative:
Device was sent back to manufacturer: significant signs of corrosion and presence of blood were found. The internal visual inspection revealed significant traces of rust, solidified saline solution and blood, which had formed salt crystals and deposits on the electronic boards and wiring. These conditions compromised the proper functioning of the clamp. Device was disposed. Complaints database review revealed no further similar events since unit installation. No concerning trend was highlighted for the reported failure mode. Based on the investigation findings, the root cause of the event was determined to be a significant accidental spill of liquid onto the clamp which penetrated inside the component, causing corrosion and salt deposits that compromised its proper functionality. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. The error message "arterial clamp defective" was reproduced, thus confirming the reported condition. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp (erc). The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electrical remote-controlled tubing clamp (erc) which remained close and could not open. The display showed "arterial clamp is malfunctioning", and the button for manual operation on the clamp was not displayed. The event occurred during maintenance. There was no patient involvement.